Event description:
Blood from the patient was backing up into the IV tubing. When the line was flushed, the microclave was found to be leaking. The rn replaced the microclave with a new one; and then, when looking closer at the leaking microclave, it was found to be cracked.